Event description:
It was reported that patient received one shock for ventricular fibrillation (vf) at home and was brought to the emergency room. While in the emergency room the patient was externally defibrillated six times unsuccessfully. There are complaints of a lead integrity alert (lia) and undersensing on a competitor right ventricular (rv) lead. No specific complaints or allegations made against the device. Cause of death was not yet made available at this time.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated oversensing associated with the right ventricular lead. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis results showed oversensing on the right ventricular (rv) lead channel.

Event description:
It was reported that patient received one shock for ventricular fibrillation (vf) at home and was brought to the emergency room. While in the emergency room the patient was externally defibrillated six times unsuccessfully. There are complaints of a lead integrity alert (lia) and undersensing on a competitor right ventricular (rv) lead. No specific complaints or allegations made against the device. Cause of death was not yet made available at this time.